Event description:
It was reported that air bubbles were observed within the infusion set tubing. No additional information could be obtained as the report was made anonymously. There was no reported adverse impact to the customer¿s blood glucose level.